Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented to technical services. During troubleshooting, it was determined the implantable cardioverter defibrillator (ICD) exhibited a bluetooth malfunction. No changes or interventions were performed. There were no patient consequences.

Event description:
New information noted the patient was brought into clinic and there was no malfunction seen with the implantable cardioverter defibrillator (ICD).